Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that while trying to insert a cleo® 90 infusion set, the cannula bent "outside" of the patient's skin, prompting her to get a new set. The patient did not observe any damage when the device packaging was first opened. The patient's blood glucose levels were reported to be elevated, but not outside of target range (under 240 mg/dl). The patient was able to insert a new site with no issue. No permanent issue was reported.